Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Subsequently, the customer experienced a blood glucose (bg) level of 504 mg/dl with a small ketone level. A manual injection of insulin was administered to address the bg level. Customer changed pump supplies to address the issue.